Event description:
It was reported that the device has an error message stating "defib is not available, device is disabled." There was no reported patient or user involvement and no adverse patient/user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.